Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d10; h2; h3; h4; h6 reported event was confirmed with product return. Upon visual inspection, the liner shows damage to the locking ring on the outside diameter. There was no visible damage to the spherical radius of the liner. There was no visible damage to the shell. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01306.

Event description:
It was reported that during initial tha, the surgeon could not seat a g7 hi wall liner into the g7 shell. There was no backup of the same device so the g7 shell was explanted and a continuum combination was used. No adverse events have been reported due to this malfunction. Attempts have been made and no further information has been provided.